Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) transfer sets had loose connection; further reported as "the patient connector of transfer sets were loosen and it could not connect to the titanium adapter". This was observed during use of the devices for peritoneal dialysis therapy. There was no report of any problem with the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.